Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on an unknown date, the thread of the receiving unit came off of the t handle. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. Avalign technologies ¿ nemcomed manufactured the ratchet t-handle 6mm qc, part 03.632.090, and lot number 6826787. The supplier¿s certificate of compliance, dated december 28, 2011, indicates the parts were manufactured to part 03.632.090, revision a and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no non conformities or complaint related issues with this complaint. The investigation of the complained article shows a broken connection thread between the hand piece and the ratchet mechanism. The failure of the tool is probably because of excessive torsion moment while opening the locking cap. In our matrix op technique, 016.001.185 version ad 01/2013), we indicate to use a torque limiter during the removal of a locking cap. The review of the material and manufacturing documents shows no deviation according our ao asif specifications. No product fault could be detected.